Event description:
The customer reported via email that air bubbles were found inside the tubing. Customer's mother was contacted via phone call and she reported that the customer rewinds correctly and air bubbles occur during night. It was stated that insulin is not stored at room temperature. Customer's mother called the next day to do the high pressure test and stated that they had air bubbles again the night before. During the test; the insulin pump alarmed motor error and it did not alarm no delivery. It was advised to discontinue the use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.